Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose was 64(meter) vs. 140(lab) mg/dl within 10 minutes, with a difference of 54%. Pt did not experience any adverse events. No further information has been reported.